Event description:
Device issue: stent migration. Time of device issue: during the procedure. Adverse event: none. It was reported, via trial, that the absolute pro stent migrated distally during stent deployment leaving the proximal segment of the left common iliac artery uncovered. A second absolute pro stent was implanted to cover the proximal segment of the lesion. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided a follow-up report will be submitted with all relevant information.